Manufacturer narrative:
Reported event of stretched helix was confirmed. Reported event of failure to interrogate was not confirmed. Visual inspection of the device, found the helix was stretched out of specification. The helix elongation is consistent with having occurred, during implant procedure. Further analysis performed, found no anomaly with the device able to be interrogated successfully with merlin programmer. Longevity assessment was performed. And device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed. And all required manufacturing processes and inspection steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, telemetry with the leadless pacemaker was lost. It was then noted that the device's helix was sprung. The device was retrieved, and a transvenous pacemaker was implanted. The patient condition was stable.